Event description:
Spinner, bone too soft in lingual area-complication in preparation site. Poor angle and not restorable, removed implant same day and did bone graft asap. Will try another implant in 3-4 months.